Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator disconnected from the device when removed from the trocar. The fragments fell into the patient which was retrieved during the same procedure. There were no deviations in care and no harm to the patient caused. The procedure was completed with no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The tip did not fall in the patient but came off in the trocar when taken out of the trocar. Once the tip had come off in the trocar, the suction irrigator was not used again. The surgeon did not notice prior to the tip coming off. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did notice the tip had come off in the trocar. The tip had been removed in the trocar fragments were retrieved. No additional surgical procedures and no post-operative tests were done. The procedure was robotically completed. The tip was discarded by staff, but the irrigator was to be returned.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.